Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bended tube¿ with a potential root cause of "incorrect assembly operation of tube coiling (incorrect assembly)" the lot number is unknown therefore the device history record could not be reviewed. This product is part of the devices that are commonly known to physicians for rx exemptions for having adequate direction for use as per 21 cfr subpart d section 801.109 (c), referencing: ¿provided, however, that such information may be omitted from the dispensing package if, but only if, the article is a device for which directions, hazards, warnings, and other information are commonly known to practitioners licensed by law to use the device. Upon written request, stating reasonable grounds therefor, the commissioner will offer an opinion on a proposal to omit such information from the dispensing package under this proviso¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the extension tubing tends to bend and as a result urine backs up. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the extension tubing tends to bend and as a result urine backs up. No medical intervention was reported.